Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
It was reported that the patient had a microsensor with directlink implanted. For the first 10 days of implant, there were no issues. Then the sensor was not recognized. The sensor was removed and replaced with a like product. The directlink and new sensor functioned without issue. No reported patient harm or delay in surgery.

Manufacturer narrative:
The sensor was returned and evaluated by the supplier. A review of quality records found that the component met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned product found through x-ray that the internal wires were broken at the connector. Due to the condition of the device as received, no functional testing was possible. Based on their evaluation, the supplier was able to confirm the reported issue and determined the cause of failure to be mishandling of the catheter. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.